Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male pt, the device inappropriately shut down. Complainant indicated that the clinician attempted to change the battery and the device would not power on. The clinicians obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.